Event description:
It was reported that eri alert was noted on home monitoring. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status and seven charging cycles were recorded in the device¿s memory. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. At a next step the memory content of the device was inspected. The data showed an unexpected and prolonged charge time, which led to the automatic activation of the eri battery status. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. Further electrical investigations revealed that two high voltage capacitors were defective, causing an unexpected and prolonged charge time, leading to the clinical observation. In conclusion, the clinical observation resulted from two defective high voltage capacitors. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed that the damage occurred after the shipment of the device, however, the date of occurrence was not determinable.